Event description:
It was reported that there was a revision of the left avon implant. The patient was revised due to pain.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that there was a revision of the left avon implant. The patient was revised due to pain.

Manufacturer narrative:
DHR records indicate that all devices were manufactured and accepted into final stock with no discrepancies. Complaint history review: review indicates that there have been no other events for the lot referenced. The cause of the event could not be determined because no root cause for the reported pain could be determined as no medical information was provided.